Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, the device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination of the catheter and delivery system identified that the outer sheath has detached 35mmdistal from the distal edge of the main t-valve. The inner sheath was noted to be damaged approximately 100mm distal from the distal end of the t-valve. This concludes the product analysis.

Event description:
It was reported that stent partial deployment occurred. The 80%-90% stenosed target lesion was located in the moderately tortuous and moderately calcified opening of internal carotid artery. An 8.0-36 carotid wallstent was selected for percutaneous arterial stenting (carotid stenting). During the procedure, the right femoral artery was punctured, and an 8f femoral artery sheath and guide wire were placed. A common guide wire and vertebral artery angiography catheter were advanced through the sheath to the common carotid artery. After identifying the stenosis via angiography, a 6f long sheath was placed, and the neurovascular guide wire was replaced. Following the filterwire deployment along with the guidewire, the stenosed segment of internal carotid was pre-dilated with a 4x30 balloon. After full pre-dilation, the stent was deployed at the designated position along the filterwire. However, during the deployment, the distal end of the stent was deployed less than one centimeter, and it was stuck and could not be deployed. After trying to recapture and continue to deploy, it was found that it could not be deployed and the part deployed could not be withdrawn. When trying to continue to deploy, the proximal end of the delivery shaft was fractured, so the long sheath was advanced to withdraw the filterwire out of the patient's body as a whole. The filterwire was then pulled out from the distal end to pull the stent out of the long sheath, but the stent became stuck at the opening of the long sheath and could not be removed. The long sheath was then removed together with the stent, and the procedure was completed using a 9x50 carotid artery stent. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent partial deployment occurred. The 80%-90% stenosed target lesion was located in the moderately tortuous and moderately calcified opening of internal carotid artery. An 8.0-36 carotid wallstent was selected for percutaneous arterial stenting (carotid stenting). During the procedure, the right femoral artery was punctured, and an 8f femoral artery sheath and guide wire were placed. A common guide wire and vertebral artery angiography catheter were advanced through the sheath to the common carotid artery. After identifying the stenosis via angiography, a 6f long sheath was placed, and the neurovascular guide wire was replaced. Following the filterwire deployment along with the guidewire, the stenosed segment of internal carotid was pre-dilated with a 4x30 balloon. After full pre-dilation, the stent was deployed at the designated position along the filterwire. However, during the deployment, the distal end of the stent was deployed less than one centimeter, and it was stuck and could not be deployed. After trying to recapture and continue to deploy, it was found that it could not be deployed and the part deployed could not be withdrawn. When trying to continue to deploy, the proximal end of the delivery shaft was fractured, so the long sheath was advanced to withdraw the filterwire out of the patient's body as a whole. The filterwire was then pulled out from the distal end to pull the stent out of the long sheath, but the stent became stuck at the opening of the long sheath and could not be removed. The long sheath was then removed together with the stent, and the procedure was completed using a 9x50 carotid artery stent. The patient's condition following the procedure was stable.